Event description:
(B)(6). I would like to report that tonometry devices cannot be properly disinfected. It has been documented that ebola can remain live in patient's eye. There is no way because of the design of the tonometry device that it can be properly disinfected. It has direct contact with patient's body fluids, and is used multiple times a day without proper disinfecting. I know that the FDA is actively involved in reproducing reusable medical device issues, and would recommend that this device also be evaluated. You will notice in the photographs that the ophthalmologist was not wearing gloves while examining the patient and would potentially touch body fluids from patients' eyes. Instrument touches patient's eye as well which had active ebola virus in it.